Event description:
It was reported the system had several kv on in error messages, locked up, and required the system to be rebooted. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and greased and the backplane was replaced during the service call. The system was tested and found to be working as intended and put back into service.